Event description:
It was reported that this unit failed during resuscitation. The battery was changed but no effect. The screen was blank. Note 1 re a1: pt identifier not yet received. We do not expect to receive it, given the time elapsed since the date of the event. Note re b2: no pt injury. Unk whether a replacement unit was available. Note re b3: the date of the event was reported to be in 2005.